Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation of the returned device found that the tip was clogged. When the tip is clogged, it tends to get hot.

Event description:
While using a cavitron 25k p-10 insert, the insert was getting hot; no injury resulted.